Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, while testing the device in dc mode, with a simulator through the multi-function cable, the device intermittently started to charge and then internaly dumped the charge and gave a "no shock advised" message on a ventricular fibrillation signal. The complainant indicated that there was no pt involvement in the reported malfunction.